Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurements on the right atrial channel. Further evaluation and reprogramming of the device were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).